Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. The patient was asymptomatic to the event. On (B)(6) 2017 during lead revision procedure, an insulation anomaly was noted on the lead. The lead was capped and replaced. The patient was in stable condition during and post procedure.